Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no blank display noted. Pump received with broken battery cap noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had blank display. The customer¿s blood glucose level was unknown. The customer stated that the pump the battery was stuck in the pump and it wont come out and had a blank display. The insulin pump will be returned for analysis.